Event description:
It was reported that while removing the self-drilling matrix midface 6mm screws to adjust the position of the plate, the head of two screws broke off. The surgeon left the remaining screw shafts in the bone. He was able to insert screws into the remaining plate holes to secure the plate. He was inserting these screws into the zygoma and the orbital rim. One screw head broke in the zygoma and the other broke in the orbital rim. There was no delay in surgery. The procedure was completed successfully. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device broke while being removed; was not explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.